Event description:
Patient was turned for cleaning and when he was resumed to regular position the nurse noted that there was a loss of end tidal carbon dioxide (etco2), and audible air coming from patient's mouth. The anchor fastener device used to secure the endotracheal tube (ett) had failed and the ett was in the patient's mouth, but was above the vocal cords. The registered respiratory therapist (rrt) went into the room immediately but was unable to reinsert the ett. The physician was called to re-intubate. Intubation was difficult, but achieved. It was noted that adhesive strip on tube holder was loose. Ett re-secured with cloth tape.patient is stable still in cardiovascular intensive care unit (cvicu), vented and with same level of consciousness. No change or harm to patient after extubation.